Event description:
Reportedly, on (B)(6) 2025, the transmitter does not respond to the reset; it remains stuck on the orange led.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported behavior as the device is out of order. No additional device test could be performed. Review of the event logs established that multiple "modem failure" occurred, and that the device did not connect since (B)(6) 2025. No additional findings were visible. The main origin of the reported event could not be established. The most probable hypothesis is that a hardware issue from unknown origin caused the reported event. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter does not respond to the reset; it remains stuck on the orange led.

Manufacturer narrative:
Since the subject device has not been returned yet, not investigation could be performed. Results will be provided on the next report.